Event description:
It was reported that the insulin pump case has cracks. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that he device had a cracked end cap, scratched display window, broken battery tube threads, and missing end cap sticker. Further testing could not be performed due to the cracked end cap.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.